Manufacturer narrative:
Block e1 address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the slack was taken up and the handle does not have evidence that the loop was secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Also, it was observed that the handle was not broken. Finally, the ligator housing did not return for the analysis. It was unable to confirm the device code of handle broken wont turn with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Secure trip wire in slot on handle unit, however, it was found that the wire was not secured to the handle. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of handle broken wont turn was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during procedure, the handle was fractured. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1 address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during procedure, the handle was fractured. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during procedure, the handle was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.